Manufacturer narrative:
This report is submitted on january 4, 2021.

Event description:
The cp1000 battery charger allegedly melted while charging. Replacement to be provided to the recipient and no reports of recipient injury are associated with this event.